Event description:
It was reported that the doctor fired one clip outside body, second clip was already open and fell out of applier. Went through a few other clips and some clips came out ok and others did not come out at all. I noticed a small piece of metal that seemed to separate from the jaws.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its trigger partially engaged. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the bridge was bent due to the clip stacking. The sample was received with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate feeding and loading issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. Upon functional inspection, one of the clips became stuck in the bent rotation tab. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The proximal end of the bridge was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900531 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor fired one clip outside body, second clip was already open and fell out of applier. Went through a few other clips and some clips came out ok and others did not come out at all. I noticed a small piece of metal that seemed to separate from the jaws.